Manufacturer narrative:
(B)(4). Returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that a v14 control guidewire was stuck in the device. The guidewire lumen and the catheter shaft were checked for damage. The guidewire shaft showed extreme damage in the form of the catheter outer sheath being separated and also the drive coil windings being stretched approximately 9cm from the tip proximal of the shaft. Dissection of the tip of the device showed that the bushing had seized on the device due to the coating of the wire scraping off and also saline combined with blood. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu lists compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was reported to be a v14 control wire which is not on the list of a compatible guidewires. (B)(4).

Event description:
(B)(4). It was reported that during an atherectomy procedure catheter entrapment with a guidewire occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream® xc atherectomy catheter was used in conjunction with a v14 control wire. During the procedure, it was not possible to remove the jetstream catheter from the wire. The jetstream and wire had to be removed from the patient together. The procedure was completed with other catheters. There were no patient complications and the patient status post-procedure was 'ok'.